Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure, while peritoneal closure suturing was in progress, an instrument error was triggered for the bipolar fenestrated grasper (bfg) and an non-recoverable error was triggered for the arm cart assembly (aca). The surgeon's attempt to regain control was unsuccessful, so the bedside assistant removed the instrument. Following the broken instrument procedure. Errors and high-priority alarms were triggered after each attempt to manipulate the aca, so it was disconnected. Upon inspection, the surgical team found an exposed cable in the jaw region of the bfg. The issue was resolved after switching out the aca and bfg. There was a delay of approximately 7 minutes. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Evaluation of the device data indicates no issues or error codes for the reported aca. Review of the provided image notes the first image shows the following aca error messages: "arm 3 : danger : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." Which is shown twice; "arm 3 : warning : warning : non-recoverable arm error. Follow other arm-specific notifications, or remove arm from use and unplug arm to continue."; "arm 3 : warning : if instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." And "arm 3 : danger : instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument or replace arm.". The second image shows the following aca error messages: "arm 3 : warning : arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support." Which is shown twice; "arm 3 : warning : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." And "arm 3 : danger : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". The third image shows the following aca error message: "arm 3 : new arm detected. Make sure arm is not over patient, and no instrument or port is attached. Touch calibrate when ready.¿. The fourth image shows the following aca error messages: "arm 3 : danger : arm undocked. Check port latch. Touch dismiss to resume use."; "arm 3 : warning : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." And "arm 3 : danger : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.